Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: while the device was being serviced, it was noted the lever cutting device was twisted. Additionally failure was observed in the tightening functional check. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing date: april 24, 2012. Manufacturing location (B)(4). Business group: cmf. Device 03.501.080, lot 78722152 is a batch number controlled product, therefore no service history record review is possible. The device history record review result is not relevant to the current complaint condition. All the devices released for distribution met inspection requirements, certification test values, and acceptance criteria. A product investigation was completed: the service technician noted that the lever cutting device was distorted and the there was a control defect of no function. The device has been serviced and functional testing has been performed in accordance with the service manual. The service technician identified the probable root cause as improper handling. The service technician noted the action taken as scrapped/discarded as per procedures. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.